Event description:
The user reported that auer rods were reported from the di-60 cellavision in error. Per the user, an operator selected an incorrect cell category. Due to the erroneous results reported, a patient underwent an unnecessary bone marrow aspiration. No harm was reported due to the unnecessary bone marrow procedure.